Manufacturer narrative:
Block h6: problem code a0501 captures the reportable event of sponge detachment. Block h10: one biopsy cap was returned for analysis. Visual inspection showed that the sponge was returned inside of the biopsy cap and there were no visible issues. Functional test was performed by passing through an autotome in the biopsy cap and it could passed or withdrawn without problems. Based on information available and the analysis performed it was determined that the biopsy cap returned with the sponge inside of it, functional inspection was performed by passing and withdrawing an autotome laboratory test unit trough the biopsy cap, no problems were presented. Therefore, the reported problem of sponge detachment could not be confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when passing a sphincterotome, the sponge got detached and got stuck inside the scope. The sponged was removed with a biopsy forcep. The procedure was completed with another rx locking / biopsy cap. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking / biopsy cap was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, when passing a sphincterotome, the sponge got detached and got stuck inside the scope. The sponged was removed with a biopsy forcep. The procedure was completed with another rx locking / biopsy cap. There were no patient complications reported as a result of this event.